Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure surgeon was trying to insert a dhs/dcs screw, and inadvertently used the wrong screwdriver. The screw was damaged and the plate would not fit over the shaft of the screw. Surgeon removed and replaced the screw and completed the procedure with no harm to the pt. This is 2 of 2 reports.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.